Manufacturer narrative:
Masato, a., kita, k., okamura, n., kita, w., tachibana, y., nakamura, t., shimada, h. & shinsuke, k. (2024). Where wave is now and where it will go in the future. Journal of japanese society of geriatric urology.

Event description:
It was reported to boston scientific via an article published in the journal of japanese society of geriatric urology that a retrospective study was conducted to examine the prevalence, treatment mechanism, technique, patient background, outcomes, and future prospects for transurethral water vapor energy therapy (wave). The study conducted included patients who underwent wave from august 2022 to december 2023 in the hospital of hosokai, with an average age of 72 years. A total of 2 patients experimented fever, and 1 patient experimented removal of intravesical hematoma due to bladder tamponade.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Masato, a., kita, k., okamura, n., kita, w., tachibana, y., nakamura, t., shimada, h. & shinsuke, k. (2024). Where wave is now and where it will go in the future. Journal of japanese society of geriatric urology. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the journal of japanese society of geriatric urology that a retrospective study was conducted to examine the prevalence, treatment mechanism, technique, patient background, outcomes, and future prospects for transurethral water vapor energy therapy (wave). The study conducted included patients who underwent wave from august 2022 to december 2023 in the hospital of hosokai, with an average age of 72 years. A total of 2 patients experimented fever, and 1 patient experimented removal of intravesical hematoma due to bladder tamponade.